Event description:
It was reported that stent dislodgement occurred. A 4.00mm x 20mm promus premier¿ stent was advanced to the target lesion over an unspecified interventional guide wire. It was thought that the stent was deployed in the lesion; however, the stent was not seen when stent delivery system (sds) balloon was deflated. The sds was removed from the body and was inspected together with the stylet and the packaging of the device. It was then found out that the stent had come off on the stylet. The stent was removed together with the stylet when the device was still prepared outside the patient. Both the stent and the stylet were never introduced into the patient. Only the sds entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears damaged with only stent struts at the proximal and distal end receiving minimal damage compared to the mid-section portion of the stent. The mid-section appears to have been stretched with the stent struts distorted out of their original crimped stent profile. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00mm x 20mm promus premier¿ stent was advanced to the target lesion over an unspecified interventional guide wire. It was thought that the stent was deployed in the lesion however the stent was not seen when stent delivery system (sds) balloon was deflated. The sds was removed from the body and was inspected together with the stylet and the packaging of the device. It was then found out that the stent had come off on the stylet. The stent was removed together with the stylet when the device was still prepared outside the patient. Both the stent and the stylet were never introduced into the patient. Only the sds entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).